Event description:
Related manufacturer reference number: 3006705815-2022-15817. It was reported that the patient experienced infection at the lead site. Reportedly, there was midline incision drainage at 4 weeks post op. As such, the infection was treated with antibiotics. The infection is resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected data: h6 codes.

Manufacturer narrative:
D6a - date of implant.